Event description:
It was reported that the patient had been hospitalized with hyperglycemia on an unknown date. The patient's blood glucose levels reached ¿nearly¿ 800 mg/dl while wearing the pod for 74 hours on their abdomen, and insulin had ceased to be delivered, as it was beyond the 72 hour wear time. The patient was unwilling to provide additional details pertaining to the medical event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone 14.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.